Event description:
It was reported that, "when trying to insert the rod, it was loose. Upon removing from the patient it was found that the tip was no longer welded, so when you try and tighten a rod on, it just pushes the entire tip forward and does not make the rod tight."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.